Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. The reported patient effect of intimal dissection is listed in the xience prime everolimus eluting coronary stent system (eecss), instructions for use as a known patient effect of a coronary stenting procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this event. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. Additionally, the therapy appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a 90% stenosed, mildly tortuous and de novo lesion in the mid left anterior descending artery. The patient presented with severe angina. Following pre-dilatation, a 3.0x23mm xience prime stent was deployed at 16 atmospheres. Post-stenting fluoroscopy showed a dissection at the proximal end of the stent. Another xience prime stent was successfully used to treat the dissection. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.